Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: in 2005, an additional gore excluder aaa endoprosthesis iliac extender components was implanted: pxl161207/lot#03736518.

Event description:
In 2005, an aneurx aaa advantage stent graft and two gore excluder aaa endoprosthesis iliac extender components were implanted to repair an infrarenal abdominal aortic aneurysm. It was reported that the pt's common femoral artery thrombosed and that the pt developed lower extremity ischemia. The next month, a thrombectomy was performed. In addition, a gore excluder aaa endoprosthesis contralateral leg component and a palmaz balloon-expandable stent was implanted. It was reported that the pt's lower extremity ischemia has resolved.